Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 500 mg/dl due to an unknown cause. A correction bolus was delivered via the pump and a manual injection was administered to address bg level. A system check was performed and the pump performed as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.